Manufacturer narrative:
One smiths medical cadd ms3 pump was returned for analysis. During analysis, the customer stated problem was not confirmed. Testing was performed, the device found no issue with "alarming for blockage." The device ran the program for an extended period of time with no issues occurring. Therefore, no problem found with the issue. However, service recommended to replace downstream occlusion as preventive measure and the front housing will also be replaced as part of the repair process. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump exhibited alarm for blockage. No patient consequences were reported. No adverse effects were reported.